Event description:
It was reported that the physician was attempting to use an resolute onyx drug eluting stent to treat a left main artery ostium lesion exhibiting 80% stenosis, no calcification or vessel tortuosity. It was reported that the device was removed from its packaging as per IFU and inspected with no issues noted. Negative prep was performed successfully. The lesion was pre-dilated. It was reported that no resistance was encountered when advancing and no excessive force was used. The device did not pass through a previously deployed stent. The physician noted after implanting the onyx stent that it appeared that the stent was longer than stated on the box. No patient injury reported. Please note that this device, resolute onyx is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Device evaluation: the delivery system returned without the stent on the balloon. The balloon folds were opened and there was residue present inside the balloon. Crimp impressions were not visible on the balloon surface. Image review the images capture the delivery and deployment of the stent at the lesion site. Following post dilatation and retraction of the balloon device the stent appears to be slightly bunched/deformed. The stent appears to have conformed to the lesion shape. Given the images are in 2d it is not possible to confirm the reported issue. Further post dilatation is performed with good flow restored in the vessel. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.